Event description:
Customer reported that due to a battery issue with her son's meter he was unable to test his blood sugar for (3) days and experienced symptoms of thirst, dizziness, headaches and was sleepy. She also reported he lost consciousness while asleep. She tested his blood sugar with a neighbor's meter and received a reading of 341 mg/dl. She called the paramedics because her son "kept falling asleep and waking up." She gave him orange juice and the paramedics gave him insulin and medication through an i.v., but she is unsure what the medication was. He was transported to a local hospital and diagnosed with hyperglycemia. There was no report of permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.